Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), was exposed to moisture, had a flashing medtronic logo, and had a keypad or button that was unresponsive or had a button error. The customer reported no adverse events. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported a flashing medtronic logo on the screen that was not a single flash. The customer reported physical damage (a crack or scratch) on the pump that was not related to the retainer ring. The customer reported that the pump was exposed to moisture but there was no visible fluid in it. The pump did not pass the self-test. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
Unit received with flashing medtronic logo. Unable to download history files and traces using thump software due to flashing medtronic logo. Proceeded with the following testing to assure proper functionality of the unit. After battery installation unit gave an unexpected flashing medtronic logo. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. P-cap locked in place properly during testing. Unit also received with reservoir tube cracked, pillowing keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (faded). In conclusion, unit received with unexpected flashing medtronic logo due to corroded electronic assemblies. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the battery compartment when cracked battery tube case and cracked battery tube threads were noted. Unable to confirm unresponsive keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.